Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site. The fse performed troubleshooting on the unit and confirmed the oil leak and mist issues were resolved. The unit was in working within specifications and was returned to service. No further servicing details are available. The investigation included a review of the device history record (DHR), trending analysis of the haze/mist issue and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the haze/mist issue was reviewed from june 2017 to december 2017 and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were replaced to resolve the issue. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
(B)(4).

Event description:
A customer reported a mist emitting from the sterrad nx sterilizer and oil leaking from the bottom of the unit. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.